Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the anaesthesiologists complained of "soft" needles that bent, sometimes up to 90 degrees. Consequence: multiple punctures. Female patients are fine. There was no dural breach puncture observed." Additional information received on may 29, 2026, indicated that "the intervention was to replace the device."